Event description:
The physician was attempting to inflate one resolute integrity drug-eluting stent when the balloon ruptured at 14atm in vivo. The stent was deployed successfully. No health hazard to the patient. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (balloon burst). (Root cause could not be determined). (No results available since no evaluation performed) - device or procedural images not provided for review 709 (none) ¿ device not returned for evaluation conclusions: 22 inherent risk of procedure ¿ (balloon burst), (root cause could not be determined). (B)(4).